Manufacturer narrative:
No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product development evaluation was completed and reported initially on medwatch MFR 2520274-2014-10219; it was noted that it should also be reported on this device: the screws were returned with no signs of wear. The screws were inserted through the screw holes in the plate and were able to pass through without any difficulties. The securing mechanism on the plate successfully locked the screws as well. Product drawings were reviewed during the investigation. The screw is dimensioned and toleranced so that the major diameter of the screw will pass freely through the screw hole in the plate. The shape of the pin in the screw hole allows the screw head to pass beyond the pin but not back out without an external force pressing the pin inward. The returned screws and plates found that the screw was able to be advanced into the plate as described above and in technique guide. Review of the product drawings found the design adequate the for the screws intended use. The complaint condition may have resulted from the surgeon attempting to insert the screws at an angle beyond the range described in the technique guide. The complaint description states that the surgeon reportedly had difficulty with the screws. The returned screws and plates were assembled as described in technique guide. The complaint may have been because the screws were inserted at angles beyond the range they were designed for and described in the technique guide. Review of the drawings found the design adequate for the implants intended use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that several spacers came detached from a va zero-p implant during surgery. The patient was being implanted with a va zero-p implant and several zero-p va spacers on (B)(6) 2014 when several of the spacers came unattached from the plate. There was a twenty-five minute delay in surgery. Three spacers in total become unattached during the procedure. There was no noticeable breakage to the implants that came unattached. The surgeon had difficulty with implants zero-p va implant 7 millimeter height (04.647.117s), zero-p va implant 8mm height (04.647.118s), zero-p va implant 9 millimeter height (04.647.119s) and two 3.7 millimeter ti cervical spine screws (04.647.834). The surgeon was able to implant the patient the zero-p va implant 7 millimeter height plate (04.647.217s) using two 3.7 millimeter ti cervical spine screws (04.647.836). This is report 6 of 6 for (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device is used for treatment and not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.